Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 13mm, bost413 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. DHR review was completed for the subject lot number (1217723). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1217723) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
It was indicated that the screw fractured inside the implant when the crown was placed. Doctor was not able to remove the broken fragment and therefore the implant was removed. Another implant was placed and a new crown will be made in a few months.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.